Event description:
It was reported that the connection of the usb cable of a programming system used by the company representative was suspected to be at fault. The suspected usb cable was returned to the manufacturer on (B)(6) 2015 for analysis. Product analysis confirmed broken lead at db9 interface of db9 to usb serial adapter communication cable, appears to be cable stress-related; the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.